Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: the pump was returned in a condition that made investigation of a cs 064 call service alarm issue impossible. The pump did not power on. The complaint was unable to be adequately tested due to no power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.